Manufacturer narrative:
Batch review performed on 14-may-2024 lot 2254377: (B)(4) items manufactured and released on 18-aug-2022. No anomalies found related to the problem. To date, 2 other similar events have been reported on the same lot during the period of review. Other device involved: gmk hinge 02.07.10.8652 trial offset 5mm lot 2259675: (B)(4) items manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, 4 other similar events have been reported on the same lot during the period of review.

Event description:
The anti-rotational insert of the trial offset broke and was stuck in the patient's tibia, was removed, used a back-up but the same issue happened. However, it was possible to temporarily repair the second offset and to complete the surgery successfully.

Manufacturer narrative:
Visual inspection performed by medacta knee r&d project manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request has been opened and managed to improve the locking system between the two components of the trial offset.